Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between february 23, 2024 ¿ february 26, 2024. The actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed, and white drug residue inside the yellow bags that contained the devices were observed which suggests possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked from an unspecified location. The pumps leaked through the yellow bags into the outer bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.